Event description:
It was further reported that the no further treatment was planned for the patient and the user. The event was considered resolved.

Manufacturer narrative:
(B)(6). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® pro-vent® arterial blood gas sampling syringe tip broke off during air removal after the filter cap was placed on the syringe. It was additionally noted that the filter cap was cracked while being installed on the end of the syringe. The incident occurred in an inpatient setting. Due to the incident, the user was exposed to blood at the face, including the eyes and mouth when the blood sprayed through the crack. The patient and user had epidemiology labs drawn due to the blood exposure. No permanent injury was reported.